Event description:
It was reported that a customer experienced a past low blood glucose event with the lowest level being 45 mg/dl. Cause was not known. The customer consumed carbohydrates as a corrective action and was recommended by customer technical support to consult their healthcare provider to discuss potential factors affecting blood glucose levels.